Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The manufacturer investigated the case and determined that the subject defibrillator is counterfeit. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the defibrillator had a malfunction of the ac power module. There was reportedly no patient involvement.